Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with c5-6 pseudoarthrosis with severe shoulder pain on the left and numbness in fingers on the right. The patient underwent the following procedures: removal of anterior cervical plate, c5-6; removal of bone graft, c5-6; decompression of spinal cord and foramen bilaterally at c5-6 with fusion using 9 mm anchor-c stand-alone with rhbmp-2. As per-op notes, ¿incision was centered directly over the c5-6 inter-space. Anterior cervical plate was removed. The epidural space was decompressed. The endplates were prepared and the cartilages were roughened to gain access to the fusion surface. A 9 mm template was then chosen, tapped into place and loaded with the implant material. The graft was inspected prior to placement of the final screws. In both anterior-posterior and lateral projections, the screws were placed and everything looked good.¿ no patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.